Event description:
The patient was undergoing a battery replacement and when the surgeon went to remove the lead pin from the generator, the silicone stripped from the wire. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.